Event description:
An operative report was obtained by the initial reporter which indicated that the mitral valve was replaced because "a perivalvular leak was noted adjacent to the mitral annulus in the medial portion. It appeared that two sutures had pulled through, or the tissue given way, with exposure of the pledgets in that location." The report also indicated that the mitral valve "appeared to be functioning well without problems."